Manufacturer narrative:
(B)(4). The device was manufactured february 17, 2015 ¿ february 18, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow during infusion. The device was filled with 4248 mg fluorouracil in 0.9% sodium chloride solution to a total fill volume of 98 ml. There was no patient injury or medical intervention associated with this event. No additional information is available.